Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6fr pvs device. He reported testing the device move forward during needle deployment resulting in loss of hemostasis. It was felt that the arteriotomy had been enlarged by either the barrel or the proximal sheath. The device was removed and closure with angioseal was attempted. The angioseal also failed related to the size of the arteriotomy. Manual compression was held, but was also unsuccessful. The pt was taken for surgical repair of the arteriotomy, and a thrombectomy of the superior femoral artery attributed to the compression. Surgery was successful and the pt had no further problems.